Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient's infusion set cannula was bent and hospitalized on (B)(6) 2026. Length of hospitalization was greater than 24 hours. Patient's experienced high blood glucose level to 390 mg/dl at time of hospitalization and treat with insulin drip. Symptoms were reported like throwing up, feeling sick and unwell. Ketones were large in amount bent cannula led to high blood glucose level.